Event description:
Total lap hysterectomy- "during the procedure, from the beginning, tissue was sticking in between the jaws. Due to that, it seems to bleed more easily; also the previous intervention, the surgeon has had the impression that it was more sticky compared to the ligasure blunt tip to evaluatie 100%, the took a ligasure device (new version) blunt tip; faster and no sticking; bleeding was similar, seems to be a 'patient' problem but not satisfied with the fact that it sticked that much (movie will be aped mid next week to send to (B)(6))."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.